Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The blood glucose reading was 259 mg/dl, which the customer had treated. The customer stated that the batteries had been out of the insulin pump greater than the duration allowed by the device. She noted that the device might have been exposed to heat or sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.